Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot # va0fqy5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect a couple of weeks after implant. The patient gradually lost stimulation sensation. The trial had only helped a little. The patient did not do well in the beginning. Stimulation was in the wrong location. The patient felt stimulation in their left buttock and did not expect it there. The patient experienced a forceful static shock every time they touch something metal or their dog. Eighteen days later, the patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.